Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported illumination ports one and two were not working during calibration/start up. The case was completed using port three. There was no patient involved.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on october 10, 2013. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).